Event description:
Reporting status: serious injury. Reporting rationale: dislodged stent remains in the coronary. Device issue: dislodged stent. It was reported that the stent became dislodged during advancement to the lesion and it was lost in the patient's coronary. Three different guiding catheters were used as it was difficult to obtain a good seat. Pre-dilation was done with a voyager. There was an attempt to advance the stent into the right coronary artery (rca), but resistance was encountered due to calcification. The guiding catheter became unseated and vessel access was lost with the guide wire. No retrieval atempt of the stent was made. No patient effects were reported. No additional event or patient information is available. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.